Event description:
The hospital reported that over the last two weeks during multiple endoscopic vein harvesting procedures, seven short port btt black inflation valves dislodged (popped out) so the balloons would not remain inflated. Staff either used a 3-way stop cock or struggled through it without the balloon inflated to complete the procedure. The hospital did not report any patient complications. Products were discarded. It is unknown when the events occurred, how many occurred during each case or the lot numbers; therefore, all seven will be tracked in this one case. This report is for the sixth device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).